Manufacturer narrative:
Upon receiving the pump, the distributor performed a history review and system check. Low battery alerts and pump shut off alarms were confirmed to have occurred on the day of event. After turning pump back on the next day, battery was at full charge and the pump indicated a data log corruption. (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly and pump shutoff. While charging pump battery, a power source alert occurred and battery could not be charged. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.